Event description:
Infection was reported. It was further reported that there was vegetation noted on the right ventricular lead. The lead was removed and replaced.the right ventricular lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, was analyzed and the proximal conductor was fractured. It was noted the defibrillation conductor was fractured and distorted, there was blood/body fluid on the outer tubing overlay; the outer tubing was kinked/buckled, was melted and had cosmetic environmental stress cracking. There was a white substance on the exposed defibrillation coil and cosmetic depression of the outer insulation.